Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) had incorrect and inconsistent carbon dioxide (co2) readings. There was a 20-minute delay to attain correct co2 data. As mitigation, a blood gas analyzer was used throughout the case. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) connected the blood parameter monitor (bpm) to lab use only (luo) testing equipment. The monitor was booted up to operate mode and there were no failures or errors codes observed. There was no error codes indicated in the erasable electronically programmable read only memory (eeprom). The probe was attached to a 3/8-inch cuvette which had a strip of red tape to provide a static background intended to stimulate a stable operating environment. The monitor was successfully calibrated, and the hematocrit saturation (h/sat) values were set to the following sample values using the monitor's store/recall function. (Saturation of oxygen (so2) 75%, hematocrit (hst) 35% and hemoglobin (hgb) 10 grams (g)/deciliter (dl)) the system was left in that state for several hours and there was no drifting, no abnormalities or anything out of the ordinary with any of the displayed values. The service repair technician (srt) could not duplicate the reported complaint. The srt powered the monitor on, and it passed self-testing. The h/sat passed service mode testing, and the arterial bpm passed in service mode testing. The arterial bpm passed intensity testing. The eeprom contained 0 critical errors. The monitor passed all testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.